Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the heartstart mrx was experiencing a self-test failure. There was no reported patient involvement.